Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer has changed their site twice and tried new reservoirs, but the alarm persisted. The customer stated the alarm while attempting to prime. The customer also stated the alarm occurred when they attempted to bolus. It was also found the customer's blood glucose was over 600 mg/dl. Customer was able to resolve the alarm with a complete set change in the past. The customer declined to return the insulin pump for analysis.